Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The patient was treated with cefazolin 2g per day (route not reported) and gentamycin 40mg twice per day (route not reported) for the peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). Age is unknown, however, the patient was born in 1967. Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Manufacturer narrative:
(B)(4). The patient was on antibiotics, cefazolin (ip) and gentamycin (ip), for fifteen days. The patient was hospitalized for 22 days before being discharged. At the time of this report, the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.